Event description:
The customer called and reported she experienced high and low blood glucose. The customer was hospitalized at least a year before the date of this report with high blood glucose of 574 mg/dl. The customer had attempted to treat with a bolus, but her blood glucose did not come down, so she went to the emergency room while wearing the insulin pump. At the time of this report, customer stated she had been experiencing low blood glucose for 40 years and mentioned a low of 36 mg/dl, for which she treated with food. Troubleshooting was performed with the insulin pump. The reservoir was showing more insulin than was on the status screen. Customer stated the reservoir was not manipulated while connected. The displacement test ws performed and the device passed. At the time of this report, customer's blood glucose was 226 mg/dl. Bolus history and settings appeared to be correct. No delivery alarms were found in the alarm history. Customer was advised to call to troubleshoot at time of issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.